Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 138-36-52 - nv gxl lnr, 10 deg face, 36mm ID, grp 2 cup (B)(6); 188-00-11 - wedge plasma s/o sz 11 (B)(6); 186-03-52 - integrip mh cup sz 52mm (B)(6); 170-36-00 - biolox delta femoral head 36mm od, +0mm (B)(6).

Event description:
It was reported that this patient's hip was revised approximately 2 years 6 months post initial operation. Patient stated that her hip replacement failed. No further information available.